Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pacemaker and right atrial (ra) lead exhibited an increase in impedance measurements from 350 ohms to 2008 ohms. It then increased again to greater than 3000 ohms. The impedance measurements started to come down again six months ago, but then increased back to greater than 3000 ohms two months ago. Boston scientific technical services (ts) was consulted and discussed it could indicate a lead issue or an under insertion issue. A revision procedure was performed where the ra lead was tested on a pacing system analyzer (psa) and noted normal function. The cause remained unknown and the ra lead was surgically abandoned and replaced. The pacemaker remained in service and no additional adverse patient effects were reported.